Manufacturer narrative:
Weight-race: unk. Claim#: (B)(4).

Event description:
The reporter indicated that a 13.2mm vticmo13.2 implantable collamer lens of -17.0/1.5/050 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2021. On (B)(6) 2021; the lens was removed. In a subsequent surgery later that day, a shorter length lens was implanted due to low vault without rotation. The problem was resolved. Cause is reported as unknown.